Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd venflon pro" safety catheter leaked blood during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we have just had a further incident reported to us relating to these cannula. This time it was an 18g".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-26 h6: investigation summary thirty representative samples and one used sample were received by our quality team for evaluation. The representative samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. All inspection passed and no abnormalities were observed. Upon visual inspection of the used sample, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. See h10.

Event description:
It was reported that the unspecified bd venflon pro¿ safety catheter leaked blood during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we have just had a further incident reported to us relating to these cannula. This time it was an 18g".